Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "pain, capsular contracture baker grade iii" and "unspecified complication of internal prosthetic device". The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as surgical damage, observed an opening assessed as unidentified (tear) and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "pain, capsular contracture baker grade iii" and "unspecified complication of internal prosthetic device". The device has been explanted and replaced with another manufacturers device.